Event description:
It was reported that following the implant of an ams700 inflatable penile prosthesis, the patient doesn't think his device is working properly. The patient claims he requested an lgx device but was implanted with a cx device and feels that the device is too short. The patient is looking for another md for assessment and possible revision.